Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected. There was no patient involvement.